Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and replaced the ict modle, alnty c rgt pr tb, tbg, reagent inner, r1, alnty c-series sample probe and tightened the smpl probe tubing. Replacement and tightening of the parts resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify an increase in complaints associated with the complaint issue. A review of tracking and trending for the alnty c-series sample probe, ict modle, alnty c rgt pr tb, smpl probe tubing or the tbg, reagent inner, r1 did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number ac03988 or the alnty c-series sample probe, ict modle, alnty c rgt pr tb, smpl probe tubing or the tbg, reagent inner, r1 was identified.

Event description:
The customer observed a falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range 136 - 145 mmol/l): sid (B)(6) , initial result= 120 mmol/l; repeat results= 138 mmol/l, 136 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium on the alinity c processing module for one patient. The following results were provided (reference range 136 - 145 mmol/l): sid (B)(6), initial result= 120 mmol/l; repeat results= 138 mmol/l, 136 mmol/l. There was no impact to patient management reported.